Manufacturer narrative:
D4-UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3: other text : single use; device discarded.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 using multiple lots. This MFR. Report addresses test three (3) of three (3) and lot: 218235 (total quantity: 2). The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Initial testing was performed twice on the same day with the binaxnow covid-19 antigen which generated positive results. Additional testing was performed on the same day via a quickvue rapid antigen test which generated a negative result. The consumer indicated they were experiencing symptoms such as headache and sinus congestion. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
D4-UDI: (B)(4). Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 218235 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 218235 and device part number 195-430h / lot 216212. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 218235 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 using multiple lots. This MFR. Report addresses test three (3) of three (3) and lot: 218235 (total quantity: (B)(4)). The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Initial testing was performed twice on the same day with the binaxnow covid-19 antigen which generated positive results. Additional testing was performed on the same day via a quickvue rapid antigen test which generated a negative result. The consumer indicated they were experiencing symptoms such as headache and sinus congestion. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.